Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right side in uterus/right essure appear to be within the endo. Right tube was hanging out of the ostia.') In a 29-year-old female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, irregular menstruation, perineal pain, nicotine dependence, tobacco abuse, cyst nos, breast pain and uterine bleeding. Previously administered products included for an unreported indication: motrin and tylenol. Concurrent conditions included chest pain and depression. Concomitant products included ethinylestradiol;norgestimate (sprintec) from july 2017 to june 2018, ibuprofen since (B)(6) 2013, levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2013, oral contraceptive nos and vitamins nos since (B)(6) 2017. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced fatigue ("fatigue,"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: right side in uterus/right essure appear to be within the endo") and nausea ("nausea,"). On an unknown date, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (operative hysteroscopy, dilation and curettage, removal of right essure sterilization device). Essure was removed. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, depression, anxiety, fatigue, migraine, headache, weight decreased and nausea outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017- the essure device was removed without difficulty. The left essure device remained in the left tube. Insertion details, specify- there appeared to be 15 to 20 coils on the right side and 5 coils protruding from the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: result: essure device was successfully occluded.. Ultrasound scan - on an unknown date: showed uterus wnl, endo wnl but heterogeneous 7mm. Left essure seen. Right essure removed. Right left ovarian appear wnl; on (B)(6) 2012: right essure device appears to be within the endo. Endo 4mm. Uterus measuring 8.2 x 5.1 x 3.6; on (B)(6) 2013: endo right assure appears to be within the endo uterus wnl. Right ovary 1 .4cm simple cyst. Left ovary wnl.; in 2017: essure migrated. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device embedment, partial expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event bladder and urinary problems, bladder infection uti vaginal infection vaginal discharge added outcome also added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right side in uterus/right essure appear to be within the endo. Right tube was hanging out of the ostia.') In a 29-year-old female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, irregular menstruation, perineal pain, nicotine dependence, tobacco abuse, cyst nos, breast pain and uterine bleeding. Previously administered products included for an unreported indication: motrin and tylenol. Concurrent conditions included chest pain and depression. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2017 to (B)(6) 2018, ibuprofen since (B)(6) 2013, levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2013, oral contraceptive nos and vitamins nos since (B)(6) 2017. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced fatigue ("fatigue,"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: right side in uterus/right essure appear to be within the endo") and nausea ("nausea,"). The patient was treated with surgery (operative hysteroscopy, dilation and curettage, removal of right essure sterilization device). Essure was removed. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, fatigue, migraine, headache, weight decreased and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017- the essure device was removed without difficulty. The left essure device remained in the left tube. Insertion details, specify- there appeared to be 15 to 20 coils on the right side and 5 coils protruding from the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: result: essure device was successfully occluded.. Ultrasound scan - on an unknown date: showed uterus wnl, endo wnl but heterogeneous 7mm. Left essure seen. Right essure removed. Right left ovarian appear wnl; on (B)(6) 2012: right essure device appears to be within the endo. Endo 4mm. Uterus measuring 8.2 x 5.1 x 3.6; on (B)(6) 2013: endo right assure appears to be within the endo uterus wnl. Right ovary 1 .4cm simple cyst. Left ovary wnl.; in 2017: essure migrated. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device embedment, partial expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right side in uterus/right essure appear to be within the endo') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, irregular menstruation, perineal pain, nicotine dependence, tobacco abuse, cyst nos, breast pain and uterine bleeding. Previously administered products included for an unreported indication: motrin and tylenol. Concomitant products included ethinylestradiol; norgestimate (sprintec) from (B)(6) 2017 to (B)(6) 2018, ibuprofen since (B)(6) 2013, oral contraceptive nos and vitamins nos since (B)(6) 2017. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines / headaches"), headache ("migraines / headaches") and abdominal pain ("abdomen pain") and was found to have weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced fatigue ("fatigue,"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: right side in uterus/right essure appear to be within the endo") and nausea ("nausea,"). The patient was treated with surgery (operative hysteroscopy, dilation and curettage, removal of right essure sterilization device). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, weight decreased, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017- the essure device was removed without difficulty. The left essure device remained in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. On (B)(6) 2012: total bilateral occlusion. Ultrasound scan - on an unknown date: endo right assure appears to be within the endo uterus wnl. Right ovary 1 .4cm simple cyst. Left ovary wnl.; on an unknown date: showed uterus wnl, endo wnl but heterogeneous 7mm. Left essure seen. Right essure removed. Right left ovarian appear wnl; on (B)(6) 2012: right essure device appears to be within the endo. Endo 4mm. Uterus measuring 8.2 x 5.1 x 3.6; in 2017: essure migrated. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device embedment, partial expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: mood swings, psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain, migraines / headaches, nausea, weight loss added. Medical history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right side in uterus/right essure appear to be within the endo. Right tube was hanging out of the ostia.') In a 29-year-old female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, irregular menstruation, perineal pain, nicotine dependence, tobacco abuse, cyst nos, breast pain and uterine bleeding. Previously administered products included for an unreported indication: motrin and tylenol. Concurrent conditions included chest pain and depression. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2017 to (B)(6) 2018, ibuprofen since (B)(6) 2013, levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2013, oral contraceptive nos and vitamins nos since (B)(6) 2017. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced fatigue ("fatigue,"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: right side in uterus/right essure appear to be within the endo") and nausea ("nausea,"). The patient was treated with surgery (operative hysteroscopy, dilation and curettage, removal of right essure sterilization device). At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, fatigue, migraine, headache, weight decreased and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017- the essure device was removed without difficulty. The left essure device remained in the left tube. Insertion details, specify- there appeared to be 15 to 20 coils on the right side and 5 coils protruding from the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: result: essure device was successfully occluded. Ultrasound scan - on an unknown date: showed uterus wnl, endo wnl but heterogeneous 7mm. Left essure seen. Right essure removed. Right left ovarian appear wnl; on (B)(6) 2012: right essure device appears to be within the endo. Endo 4mm. Uterus measuring 8.2 x 5.1 x 3.6; on (B)(6) 2013: endo right assure appears to be within the endo uterus wnl. Right ovary 1 .4cm simple cyst. Left ovary wnl.; in 2017: essure migrated. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device embedment, partial expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: f/u 2 and f/u 3 processed together.new mr received- lot number, reporters information, concomitant conditions and drug were added. On (B)(6) 2019: f/u 2 and f/u 3 processed together. New mr received- reporters information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.